Event description:
Customer reports to have physical damage of insulin pump. Customer reports that part of battery cap fell off maybe due to over-tightening. Customer's blood glucose was 85 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump received with cracked reservoir tube lip, minor scratched display window, broken battery cap and metal stuck inside the battery tube, corroded battery tube.